Event description:
It was reported that the device produced metal shavings during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to foreign material or debris coming out of device (such as metal debris/flakes/shavings) for devices registered under erl product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.